Event description:
It was reported by service report that the bed was stuck in an upward position and unable to descend. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was engaging the cherry switches.